Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the hcp stated that the patient was currently in a different state and their noncritical alarm was going off every hour. The hcp stated they confirmed it was the non-critical alarm by listening to the tone on youtube. The caller stated that their refill was not until nov 10th and pump was not due for a pump replacement. Technical services explained that the pump would need to be interrogated to confirm the pump alarm. The hcp was going to reach out to a local nurse in a different state. No patient symptoms and complications were reported. Additional information received from a health care provider indicated that the patient's pump began alarming last night and when interrogated, a non-critical memory error message popped up. In the reports, code 237 occurred on (B)(6) 2023. The caller stated in the logs, 0e occurred once. The caller confirmed all programming was correct. The caller confirmed the patient was not set up with physician activated (pa) bolusing. Technical services had the hcp update the pump and confirmed the alert did not pop up again. Technical services confirmed this was the first and only occurrence of this alert, and it was non-critical so unlikely affected the infusion despite what the message implies. No patient symptoms or complications were reported. Additional information received from a health care provider (hcp) indicated that the cause of the non-critical memory error and the 0e error was not determined. It was further reported that the event was resolved and after the hcp re-interrogated, the error was resolved and they had not heard from the patient's family about the pump alarming further. The hcp stated that they had the logs from the interrogation and once they uploaded it, they would call the number provided to have it sent via email.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.